Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose over 600 mg/dl on (B)(6) 2017. The customer experienced symptoms such as heart trouble, kidney issues, nausea, and vomiting. The customer was treated with insulin via manual injections aggressively and other treatments. The customer was not wearing the insulin pump during the hospitalization as the infusion set fell off due to sweating and moisture. Customer had been off the device for less than 48 hours.  Customer declined troubleshooting for the insulin pump. The insulin pump will not be returned for analysis.